Event description:
A patient contacted (B)(4) regarding assistance with a system error 2267 while using the homechoice (hc) during fill 2 of 4. (B)(4) had the patient cycle power to clear the error and end therapy. The patient had just completed a bypass of the refilling the heater prompt. The patient stated that a clamp may have been open on the supply line. The patient agreed to notify their dialysis nurse of any missed therapy. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for system error 2267 alarm was not confirmed in the lab due to a lack of sample. Therefore, the root cause cannot be identified. The lot number is unknown, therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). During follow up, the home patient stated that she has been able to continue therapy fine since this report. There was no patient injury or medical intervention associated with this report. The patient did discard her supplies and does not know the lot number.